Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that after this lead was implanted, the pt could feel the atrial pacing. As a result, the lead was explanted and another lead was successfully implanted. It was reported the lead's insulation was damaged during the extraction. No other pt effects were reported. The product is expected to be returned. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info provided.